Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient was seen with low impedance. Further information was received indicating that the managing physician does not believe there has been any unusual wear, trauma, or manipulation to the patients lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
A decoder review of the programming history was performed which confirmed that a reed switch malfunction had occurred at an earlier date. Therefore, the suspect device is to be changed to the generator. Low impedance is an expected event with reed switch failures. Device history records were reviewed. The device was seen to pass all functional and quality testing prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received that the patient is experiencing an increase in seizures which the physician has attributed to the low impedance malfunction. Intervention was taken by prescribing medication and referring the patient for full revision surgery. Physician cannot assess seizure level relative to pre-vns baseline as the physician did not see the patient prior to vns implant. No known surgical intervention has occurred to date. No other relevant information has occurred to date.

Manufacturer narrative:
F10 medical device code ¿ initial report did not include additional appropriate code h6 investigation findings ¿ initial report utilized incorrect code a2. Age at time of event: - supplemental report 1 did not update age after event date update f10 health effect - impact code ¿ supplemental report 1 omitted appropriate code h2 additional information was not checked in supplemental report 1 b6. Relevant tests/laboratory data, including dates ¿ supplemental report 2 had a typo which has been corrected 03/08/202 vs 03/08/2022) h6 type of investigation ¿ supplemental report 2 omitted appropriate code b3. Date of event - supplemental report 2 inadvertently provided incorrect date.